Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced five sensor error alerts. The user¿s wife reported a high blood glucose (bg) reading of 304 mg/dl, but the pump was unable to provide readings due to errors. The user was using an fsl3+ sensor that was only two days old. The agent advised that the sensor would likely need replacement and recommended contacting abbott support. A fingerstick reading showed 304 mg/dl. Follow up information by the agent confirmed they proceeded with a supply change and sensor replacement. The agent educated user of proper use of device. On (B)(6) 2025, follow-up with the user¿s wife confirmed glucose levels had returned to range but later dropped to 53 mg/dl. The wife was giving the user carbohydrates to correct the low. There were no symptoms reported during event, and no medical intervention required at the time of call.